Manufacturer narrative:
Follow-up investigation for returned product has been completed and since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Therefore, h6. Result code and h6. Conclusion code remains the same as reported in 3500a initial report. Added h6. Method code of "device not returned", h3. Device evaluated by manufacturer? Of "no" and . H3. Reason for non- evaluation of "other". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: an analysis was performed on the pictures that were provided by the customer. According to pictures, they do not show the hemostatic valve or the hub; however, blood residues was noted on the connector of the vizigo sheath. A manufacturing record evaluation was performed for the finished, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed. However, the device has not been returned for analysis. Therefore, it is s not possible to determine the root cause of the failure. If the device is received in the future, the product analysis will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib [name] procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve separation issue occurred. During an ablation procedure for paroxysmal atrial fibrillation (afib), the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was not functioning correctly and let 50ml of blood leak out when the sheath was inserted. The valve did not break into two or more separate pieces. The hemostatic valve did not detach from the sheath. The sheath was replaced, and the case was continued. No medical/surgical intervention was required. No air entered to the patient. The patient¿s hemodynamics were not compromised due to the bleeding. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention and the event was not life threatening, this event was assessed as not a serious adverse event but as a product malfunction. The hemostatic valve issue was assessed as a MDR reportable hemostatic valve separation product malfunction.

Manufacturer narrative:
Initially the issue reported was assessed as a hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for evaluation on july 27, 2020 and observed on july 29, 2020 that the device was returned in the condition reported as the hemostatic valve was dislodged inside the hub. This issue remains assessed as a MDR reportable malfunction. The device evaluation was completed on july 29, 2020 it was reported that a patient underwent a paroxysmal atrial fibrillation (afib [name] procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve separation issue occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was not functioning correctly and let 50ml of blood leak out when the sheath was inserted. The valve did not break into two or more separate pieces. The hemostatic valve did not detach from the sheath. The sheath was replaced, and the case was continued. No medical/surgical intervention was required. No air entered to the patient. The patient¿s hemodynamics were not compromised due to the bleeding. An analysis was performed on the picture that was received by the customer. According to the picture, the hemostatic valve or the hub were not shown; however, it was noted blood residues on the connector of the sheath. Customer complaint was confirmed. However, the root cause cannot be confirmed at this time. The product analysis was performed as appropriate in order to find root cause of complaint. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. The dislodged condition noted on the hemostatic valve was related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device; however, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).